Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing mid-thoracic pain. The physician felt that this was due to the pressure being caused by stenosis. The patient underwent a revision procedure wherein the leads were pulled down. The patient was reportedly doing well postoperatively.